Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This complaint cannot be confirmed. No product or photograph was returned provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records, lot identification was not provided. Medical records were not provided. Root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during an initial knee arthroplasty the plastic head fractured while impacting the trail femur. No pieces fell into the patient. Attempts have been made and no further information has been provided.